Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in over delivery of pressure during a case. There was no patient injury.

Manufacturer narrative:
Block a: no patient information to date after calls to end user on 06/16/25 and 08/11/25. Additional information was received that the event was caused by use error. The end user did not have the machine connected to an anesthetic gas suction pipeline. There was no reportable malfunction.